Manufacturer narrative:
D6a: implanted date: unknown if the device was not implanted. D6b: explanted date: unknown if the device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: it was reported that there was a performance issue with angio-seal and no further details. The procedure performed prior to the use of the angio-seal was a left leg angiogram. This was a patient with peripheral artery disease (pad). The estimated blood loss was less than 250cc. Wires and balloons were also used during the procedure.